Event description:
Allegedly per (B)(6), this component was removed during the revision of another component.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. No complaint was stated against this device. The patient and user facility information were not provided. This report will be updated when the investigation is complete. This is the same event as 1043534-2010-00584. This event occurred in the (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. This event occurred in (B)(6).